Event description:
Per the clinic, the patient experienced no response from the device. Subsequently the device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on 31 jul 2015.